Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from distributor. It was reported it was difficult to know when the device is actually turned on. Had to actually hook up the nim stimulator to confirm there was no stimulation of any nerves. No patient impact reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from distributor. It was reported it was difficult to know when the device is actually turned on. Had to actually hook up the nim stimulator to confirm there was no stimulation of any nerves. No patient impact reported.